Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that the system gives radiation without having been released. The system was shut down immediately.

Manufacturer narrative:
Philips investigated this complaint and came the following conclusion: a philips field service engineer (fse) visited the site and confirmed the issue and observed that hand switch was working intermittently. The device was not under clinical use but two users were exposed for 7 seconds of unintended radiation. As there was no object in the x-ray beam the kv will be around 45 kv and ma around 0.15 ma. The dose will then be around 0.100 mgy/min. So in 7 seconds 0.012 mgy will be produced at 30 cm from the image intensifier-detector. It is possible that a break in the internal conductors of the cable occurs due to handling over a period of time. The cable gets stretched during handling by operators as they maintain safe distance as a radiation protection measure or when the cable gets caught behind the holder. This caused unintended radiation as reported by the user. The fse confirmed that during the unintended radiation the indicators of x ray being emitted were working (lamp, audible signal). The replacement of the faulty hand switch with a new hand switch resolved the issue. A check on similar complaints was done in the philips customer complaint database, however no similar complaints could be identified using the similar search criteria. A change request has been submitted in order to improve the overall reliability of the hand switch.